Manufacturer narrative:
(B)(4).

Event description:
It was initially reported by a clinic that a sensor wire had possibly broken off under the patient¿s skin. Further contact was made with the patient on (B)(6) 2019. The patient stated that she felt a lump at the insertion site and it was a little painful, so she went to see her physician. There were no signs of infection. The doctor thought about doing an ultrasound to check for the wire but by then the patient felt fine with no further discomfort so no testing or other medical intervention was done. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.